Manufacturer narrative:
The investigation for the positioning issue and renal failure has been completed. The pump nor data logs were returned for investigation. Clinical information clearly mentions that the impella cp was pulled out during patient movement. Therefore, the root cause of the positioning issue was patient movement. Without data logs it cannot be confirmed that was the main reason for renal failure. Therefore, as per provided clinical information, the root cause of the renal failure issue was not determined since the product was not returned and data logs were not returned.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the patient was on impella cp support and they had renal failure. Continuous renal replacement therapy was started. Additionally, while on support the pigtail came out of the left ventricle. The decision was made to withdraw care so the impella cp was pulled back into the descending aorta. Impella was turned to p1 and ps disabled. It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer and it was determined that the use of the device cannot conclusively be associated with the outcome.